Event description:
It was reported a needle mechanism failure occurred. The prestataire reported that the cannula experienced a "cannula issue." 17mar25 additional information - it was further reported that the needle did not deploy at pod activation.

Manufacturer narrative:
Updated b5 - describe event or problem with updated description of allegation based on new information. Updated h6 - medical device problem code to a050501 failure to fire.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported a needle mechanism failure occurred. The prestataire reported that the cannula experienced a "cannula issue." No additional information was provided.